Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on july 19, 2018 with the following findings: the keypad was intact. The up key was unresponsive, all other keys responded appropriately. The keypad cover was removed and no contamination was found under the key contacts. The pump cover was removed and internal moisture was found on the keypad flex connector.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.